Manufacturer narrative:
The customer reported that the shock did not work during use which could prevent the delivery of therapy. A second defibrillator was used, no adverse pt impact was reported. The unit was evaluated. The symptoms could not be duplicated and the device passed all testing. Based on the customer's report, we are considering this a malfunction. We cannot determine the cause since we could not duplicate the symptom.

Event description:
In 2008, the customer reported that the shock did not work during use which could prevent the delivery of therapy. A second defibrillator was used, no adverse pt impact was reported.